Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that they had problems with the implanted system and kept meeting with manufacturer representatives to fix it but the issue had not been resolved. The patient stated that the stimulation felt like it was flickering and going to shut down. The patient reported that when she sits in a recliner she feels a popping sensation at the lead site every 60-90 minutes and it was momentary and felt like the stimulation settings go down. The patient noted she had not been checking her device when she experienced the incidents and stated she did have adaptive stimulation enabled. There were no traumas or falls reported related to the issue. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.